Event description:
It was reported the lead displayed high thresholds, high impedance, and a fracture was confirmed. Clavicular crush was noted as the subclavian vein was superior to the clavicle. The lead was capped and replaced. No patient complications have been reported as a result of this event.